Event description:
Additional information received indicated that a new lead was implanted to resolve the event. Furthermore, the reported noise resulted in oversensing and pacemaker inhibition, which caused the initially reported syncope.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncope. Further investigation revealed that there was noise noted on the right ventricular (rv) lead. No intervention has been performed and the patient was stable.